Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Screws broke during screwing in to fix a distal radius shaft fracture. First the not fix angled screw broke afterwards the fix angeled screw. A longer plate had to be used because of the breakage of the screws. The broken screws were still in the shaft and made the screwing in of another screw impossible.

Manufacturer narrative:
The reported event that a «locking screw, t7 diam.2.7x16mm» broke during screwing in to fix a distal radius shaft fracture, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The device inspection revealed that the screw is broken at the threaded part. The surface of the screw head along with the hexagon are pretty scratched, most likely due to implantation. The remaining threaded part is quite deformed, with slightly bent helix, many cracks and breakages. The broken surface, is fibrous with the appearance of rotational chevron marks, which indicate a torsional fracture. Most likely the screw broke, due to excessive torque. During tightening, the screw is usually under high forces. Such power, in combination with rotational moves and the presence of really hard bone could definitely deform the screw and lead to a fracture. Also, the quite deformed hexagon of the screw head, and the bent flutes of the helix, indicate violent moves. An improper insertion of the screw with the usage of inappropriate tools, could have definitely led to the reported breakage. Users should always read the instructions provided before using a specific instrument/implant. As per IFU ((B)(4)), ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. While rare, intra-operative fracture or breakage of instruments can occur. Instruments which have experienced excessive use or excessive force are susceptible to fracture. Instruments should be examined for wear or damage prior to surgery.¿ as per op. Tech. (Variax distal radius), ''to avoid disengagement of the screwdriver blade from the screw during insertion, axial pressure is recommended. In hard, cortical bone a 2.3mm cortical drill bit ((B)(4)) or the 2.7mm tap ((B)(4)) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion.'' If the screw has not been inserted carefully and with the appropriate tools, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on investigation, the root cause was attributed to a user related issue, due to high axial forces during insertion of the screw. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. However, from the hospital delivery notes (last 6 months before the date of the event), the following lot nos were identified as potential lots: 1000205788, 1000210251, 1000226061, 1000228721, 1000229235, and 1000240710. A review of the device history for the reported lots did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Screws broke during screwing in to fix a distal radius shaft fracture. First the not fix angled screw broke afterwards the fix angeled screw. A longer plate had to be used because of the breakage of the screws. The broken screws were still in the shaft and made the screwing in of another screw impossible.